Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Customer's blood glucose level ranged between 270-271 mg/dl. Customer declined to troubleshoot issue.